Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) failed to convert an arrhythmia due to inadequate anti-tachycardia pacing (atp). The ICD delivered an appropriate shock which did convert the arrhythmia, and so no changes were made. The patient was in stable condition.